Event description:
It was reported that the deceased, an iddm, obtained "extremely low" results on the one touch ii meter of 15, 22, 26, 59 mg/dl. Based upon these results, pt ceased taking insulin for two days. Pt had been vomiting for two days, unable to keep fluids or food in pt's system since 02/21/2000 at approx 5pm. Pt was found by a friend on 02/22/2000 at approx 5pm, unconscious and unresponsive. 911 was called. No visible signs of life could be found. Pt was pronounced dead at 6:55pm. Cause of death: "a result of uncontrolled diabetes mellitus." The autopsy report noted a blood glucose of over 900, ketones, and a potassium of 15. Add'l info was provided by the deceased's parent. The test strips used by the deceased (and allegedly purchased on 01/14/2000) were tested on the parent's meter with a result of "20". The parent then tested using their own strips and obtained a result of "112". Parent denied feeling the meter was responsible for the death, "oh, no, if anything it was the strips." Parent reported that no quality control results could be found in the meter memory. At one point, the deceased allegedly purchased a one touch basic enhanced meter. However, the only results noted in the meter memory were a check strip result of 88 (range 73-98) and a control solution result of 109. There is no allegation that the pt expired as a result of use of the one touch ii meter.